Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported by the patient that the patient has "passed out 2-3 times in the last hour" while trying to do a remote monitoring t ransmission with the device. The patient was encouraged to go to the emergency room or physician. Follow-up was attempted to get additional information, however nothing was obtained. The device remains in use. No further patient complications have been reported as a result of this event.